Event description:
The customer reported that there were no audible alarm tones at the patient information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The investigation determined that the sound output was configured for the monitor internal speaker instead of the external speaker. This is a configuration issue; the cause was not determined. The rse assisted the customer with configuring the sound output to the external speaker in the control panel sound settings and rebooted the pc to resolve the issue.